Event description:
Healthcare professional reported "we would like to file a complaint for allergan implants on behalf of our patient", "implant extirpation and complete capsulectomy" and "implant rupture". Later healthcare professional reported "capsular fibrosis in case of implant rupture" and "capsular contracture baker grade ii". This record is for right side. Device was explanted. Device will not be returned.

Manufacturer narrative:
Reason for reoperation: rupture clarification e1 (physician phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.